Event description:
It was reported that after an ion lung biopsy procedure, the patient developed a pneumothorax. The procedure was completed without delay. A post-procedure chest x-ray was performed to check for complications and no immediate issues were identified. The following information is unknown: how and specifically when the pneumothorax was identified, the severity of the pneumothorax, and what medical intervention (if any) was rendered due to the complication. The physician believes the pneumothorax may have resulted from the patient experiencing persistent coughing while in the recovery unit. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date and the investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.